Event description:
Customer reported, the pt was on a dopamine infusion but hr and bp were not responding to titrating the dopamine rate higher. The nurse noticed blood backing up into the line, switched the drip to another line, and blood backed up again. The pump channel was then opened and the tubing was noted to be collapsed in the chamber with no dripping in the drip chamber although, the pump was not alarming and the green light lit up above the channel indicating the dopamine was infusing and it was not. Same tubing was loaded into a separate pump and infused properly. Pt came very close to coding during this event but recovered quickly once dopamine was infusing correctly. The customer is requesting a log review. No additional event or pt info is available. (B)(4).

Manufacturer narrative:
(B)(4). The device, event logs and data set have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Log review pending.